Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2014 and obtained the following information. The patient tests her blood glucose 2x daily and her results are usually around ¿100-120 mg/dl.¿ the alleged issue began about 6 weeks prior to contacting lfs. The patient reported blood glucose results ¿over 300 and over 500 mg/dl¿ with the subject meter. It is not known how the patient manages her diabetes; however, the patient denied making changes to her usual management routine due to the reported issue. After the start of the alleged issue, the patient claimed she felt low blood glucose symptoms of tired, night sweats, cold, shaky and weak. The patient reportedly waited for her symptoms to ¿go away on its own.¿ she alleged she felt too weak to eat anything at that time. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and walked the patient through correctly coding the subject meter to match the test strips. The patient did not have control solution to perform quality control testing. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.